Event description:
The iab would not inflate. The iab was removed and a second iab was inserted. The following was rpt'd to datascope on 4/24/97: it was not possible to obtain an arterial waveform or to flush the inner lumen with pressurized solution. Event complications: none from the event - rpt'd 4/2/97, 4/24/97. Pt current status: unk - rpt'd 4/2, 4/24/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. Blood was noted on the balloon's exterior and within the inner lumen. Examination of the inner lumen revealed it to contain dried and clotted blood. It was not possible to pass a laboratory .032" guidewire through the inner lumen or to aspirate water through the inner lumen due to the presence of the clotted blood. It was not possible to clean the inner lumen without causing damage to the device. The iab inflated and functioned normally when attached to the system 90 iabp in the lab. No alarms were triggered during the test. Probable cause of difficulty: even though the balloon pumped satisfactorily in the lab during testing, it was not possible to verify the encountered difficulty or to determine the exact reason for the rpt'd problem due to the condition of the returned balloon. The dampening of the pressure waveform or the inability to aspirate through the inner lumen indicated that the inner lumen may have kinked within the pt. It is possible that the tip of the iab was within a subintimal space, that the tip lay against the arterial wall occluding the inner lumen, that the iab tip or inner lumen was temporarily occluded by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the loss of the pressure waveform or the inability to aspirate. Datascope's instructions for use stats: "a fast forward flush is recommended hourly to help maintain patency of the central lumen. Always aspirate 3 cc. Initially if the central lumen aortic pressure line or the central lumen becomes dampened. If resistance is met upon aspiration through the inner lumen, consider the lumen to be occluded. Discontinue use of the central lumen by placing a male luer cap on the female luer fitting. Do not manually flush the central lumen with a syringe."